Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call low blood glucose. Customer's blood glucose level was 46 mg/dl. Customer treated their low blood glucose levels with glucose tablets. Customer's husband declined to troubleshoot for low blood glucose levels. Customer needed adjustments to be made on the settings and was advised to speak to their healthcare provider.